Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient has been scheduled for revision on (B)(6) 2015 to remove the rejuvenate stem. Additional information received on (B)(6) 2015: it was reported that the patient fell causing pain and soreness to ribs and breathing problems. Ball coming out. Hip needs to be revised.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: insufficient medical records were received for review. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no other reported events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported dislocation was determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Additional information received from (B)(6) on (B)(6) 2015: it was reported that the patient had a right hip revision surgery on (B)(6) 2015.